Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. The clip applier was firing two clips at a time. Only one clip was closing correctly and the other would fall out. Another er320 was opened to complete the case. There was no consequence to the pt.